Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an endovascular artery repair (evar) was performed using a 12 fr sheath via right femoral approach. At that time, a pre-close technique was performed using a perclose proglide closure device (abbott). After the procedure was completed, the suture was tightened, but hemostasis was not completely achieved. Therefore, the angio-seal vip device (8 fr) was used for hemostasis. As a 0.035" guidewire was left, the angio-seal device was used along with the guidewire. The angio-seal device was used as usual. When the device is withdrawn, the collagen sponge usually appears, and the tamper tube is then pushed. However, the collagen sponge did not appear. Ultrasonography revealed that the anchor and collagen sponge were inside the artery; therefore, the anchor and collagen sponge were removed by incising the artery. The procedure was successfully completed, and the patient's condition was stable. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. Unserious health damage. Hemostasis was achieved by surgical treatment. The estimated blood loss was less than 250cc. An ultrasound was performed to diagnose bleed. Hemostasis was successfully achieved by surgical treatment. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal device components were returned for evaluation. The anchor, collagen, and part of suture were returned along with the tamper tube. The header bag was returned as well. No actual device was returned for analysis. Visual inspection revealed that it was noted that the collagen was partially tamped and the suture was cut beyond the clear shrink mark. A slight bend was observed on the tamper tube. No anomalies were noted with the anchor. Based on the available information, the complaint can be confirmed for user error. Per the complaint description, a 12fr sheath was used for the procedure but the physician was using an 8fr angio-seal device to close the artery which is against the indication of the device use. The incorrect sheath size selection may have also contributed to the reported event that was observed. It is likely that the user deployed the collagen and anchor in the vessel, which led to occlusion during the deployment steps without realizing it. Based on the available information, the complaint is confirmed for user error. Possible causes for vessel occlusion include incorrect device placement, improper puncture location, or the use of the device on an ineligible patient. The IFU instructions reproduced above provide ''warnings'' to the user regarding collagen deposition into the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.